Event description:
Facility reported an alleged entrapment of the pt's left arm between bumper (pad for safety side) and mattress on a minuet bed. The pt suffered a dislocation of the left arm and subsequently a clot formed which led to the pt's expiration.

Manufacturer narrative:
This report is being filed under (B)(4). The minuet2 bed involved in this incident was also fitted with two of its accessories - the full length wooden safety side ((B)(4)) and the pads that fit over the safety sides ((B)(4)). Both had been fitted correctly. The mattress being used has also been verified as being one of the recommended sizes (198 x 86cm) for use with the bed. With this combination of mattress, safety side and pad it reduces the gap between mattress and safety side to a minimal amount; a trend review with these conditions shows that there have been no previously reported incidents. The minuet 2 model was first placed onto market in 2004 and there have been over 35000 beds sold since that time; there have also been approx 7000 units sold of the (B)(4) full length wooden safety side. Add'l info will be provided following the conclusion of the MFR's investigation.